Event description:
It was reported patient had episodes of noise on ventricular channel. The patient is a pacemaker dependent and decided to reprogram the ICD. The patient was hospitalized and two days later the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.